Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of loss of hypoglycemia. The g5 system is associated with product code pqf. Product code pqf is not currently available in common device name.

Event description:
Dexcom was made aware on 01/06/2017, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred. The patient's mother indicated that the cgm displayed a value of 55 mg/dl compared to bg meter value of 34 mg/dl. The patient's mother stated that the patient had dropped from 64 mg/dl with glucose and crackers in a matter of 10 minutes. The patient was given glucose gel and her blood sugar went back up. Additionally, the patient's mother stated that the patient's blood sugar shot up after the event and therefore, was given insulin to get it to come back down. The patient was feeling better within a couple of hours. Data was provided for evaluation. The reported issue of inaccuracies between cgm and fs values was confirmed via data. A root cause could not be determined.